Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had a sudden drop in estimated battery longevity. In (B)(6) 2025, the device exhibited a normal estimated remaining battery longevity, in (B)(6) 2025 the device reached elective replacement indicator (eri). The device remains implanted. No adverse patient effects were reported.